Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery was discarded by the facility per their policy.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer was made aware.